Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted the distal conductor distortion in connector due to over-rotation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high thresholds, high/undefined impedances, and a polarity switch. Noise and a loss of capture at maximum outputs were also observed, and a fracture was suspected. The lead was partially explanted and replaced. During the replacement procedure, the stylet was unable to pass the clavicle, and the lead helix would not retract. The physician felt that the fracture was what prevented the stylet from passing. No patient complications have been reported as a result of this event.